Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the inspection replaced the safety disk drive to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that the during inspection cardiosave intra-aortic balloon pump unit engineers inspected the unit for safety disk leak. Cardiosave did not pass leak test. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit engineers inspected the unit for safety disk leak. Cardiosave did not pass leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.